Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown head, unknown stem, catalog number :00-6202-054-22 lot number:61471547 brand name: (B)(6) acet shell 54mm cluster. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06850. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a closed reduction due to dislocation approximately 3 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : device not returned for evaluation

Event description:
No further event information available at the time of this report.